Event description:
Device evaluation. The patient¿s meter was evaluated on (B)(4) 2014. Analysis was not possible for the meter involved with this complaint due to the noted secondary issue of error 4 messages. In addition another, secondary issue was noted; the meter was found to have spc pin 1-3 were lifted high. There was no indication that the product caused or contributed to an adverse event.